Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was 6.2 mmol/l at the time of incident. Customer was assisted with troubleshooting. The customer stated that on the second day they noticed air bubbles in the reservoir, approximate size of air bubbles was unavailable. Advise to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. The customer stated that the air bubbles were not removed successfully. Customer's outcome pertaining to the complaint. The reservoir will not be returned for analysis.